Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a soundstar catheter and the catheter was not recognized by the s70 ultrasound system when it was connected to the piu on the carto 3 system. Changing out the ultrasound system and the swiftlink cable did not resolve the issue. Connecting a dummy catheter resolved the issue. They then replaced the soundstar catheter and the issue was resolved, and the procedure was then continued. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and soundstar magnetic, recognition, and visualization testing of the returned device were performed. Visual analysis of the returned device revealed two cuts on the shaft and internal components exposed. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and soundstar magnetic, recognition, and visualization testing of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed two cuts on the shaft and internal components exposed, additionally the shaft was bent. A soundstar magnetic, recognition, and visualization testing was performed, and the device failed as error 6150 appeared on the system due to an internal printed circuit board (pcb) issue. Resistance values at the connector area were verified and found within specifications. The pcb area was visually inspected, and no anomalies were found. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the pcb issue could not be established conclusively. The potential cause of the bent and cut shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).